Event description:
The user facility reported two chemical indicators were interpreted as having failed results. The instrument included in the cycle was reprocessed before use in a patient procedure. A procedural delay was reported due to the event.

Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The user facility reported two processed chemical indicators were interpreted as having failed results. Steris quality received pictures of the indicators and confirmed the customer correctly interpreted the indicator result as failed and reprocessed the instrument present in a v-pro max unit. Retain testing conducted on the indicator lots subject of the event confirmed that the lots were manufactured to specification; no issues were noted. Unused samples of the affected lots were requested from the user facility however no samples were received. The user facility processes the verify integrating indicators in a steris v-pro max sterilizer. The cycles subject of the reported event passed without alarms or aborts. Steris service verified the v-pro max is operating to specification following the event. The steris account manager contacted the facility following the event and confirmed no further issues have been reported.